Event description:
It was reported that the patient experienced pocket infection with pocket erosion and extrusion of device. The pulse generator system was explanted successfully. The wound was left to heal before a pacemaker is implanted.